Manufacturer narrative:
The two (2) events shared the same lot number. The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The two (2) event devices have not been returned for evaluation; therefore, the investigation is inconclusive for failure to infuse. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes two (2) malfunction events. A review of the events indicated that model 1608062 implantable port experienced a failure to infuse. These events were reported from various sources. These events involved patients with no reported injury. Both patients were reported as females, the patients¿ age and weight were not provided.